Event description:
"Pt became profoundly hypotensive". Drug infusion pump was being used to infuse medication (april 20, 2000). There was no clear indication of pump failure during the time of the event. Several days prior to event (april 13, 2000) the pump alarmed system fault 61. The pump was used after the system fault was produced. It is considered unlikely that the system fault 61 is related to the event.